Manufacturer narrative:
D10 concomitant products: 72204878, hysteroscope mini 72204878 truclear (serial#:unknown), 72202536, soft tis shaver mini 72202536 truclear (lot#:unknown), 72204878, hysteroscope mini 72204878 truclear (serial#:unknown), 72202536, soft tis shaver mini 72202536 truclear (lot#:unknown), 72204878, hysteroscope mini 72204878 truclear (serial#:unknown), 72202536, soft tis shaver mini 72202536 truclear (lot#:unknown), 72204878, hysteroscope mini 72204878 truclear (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during operative hysteroscopy, the procedure was converted to vacuum aspiration due to reduced visibility in the uterine cavity. On the one-week telephone follow-up, the patient reported a pelvic pain requiring pain medications or significant vaginal bleeding (defined as bleeding similar or heavier than the usual menstrual bleeding) which was presented for urgent medical care within, the patient (whose initial study procedure was hysteroscopy) was found to have hematometra and therefore hospitalized and underwent a vacuum aspiration procedure. She was later diagnosed with iua (intrauterine adhesions) and underwent hysteroscopic adhesiolysis. The patient had a follow-up office hysteroscopy which showed a normal cavity. On the 1-year telephone follow-up, the patient had no gynecologic complaints and was not currently attempting another pregnancy. The patient had completely recovered.